Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a hard time charging because they were not able to get any coupling boxes. They normally got coupling boxes right away. They had no falls or traumas. The last time they were able to charge and get coupling just fine was last saturday (B)(6) 2015. They were able to do an antenna locate feature and were getting all 8 coupling boxes. The patient would continue to charge. It was noted that they may not have had the antenna over the stimulator and sometimes the stimulator slips. If additional information is received, a follow-up report will be sent.